Event description:
Information from (B)(6) clinical database.one day post procedure, it was reported that the patient experienced a facial droop, dysarthria, right upper extremity drift, and left gaze preference. Radiographic the physician concluded that it was an ischemic stroke.no other complications were reported with the patient as a result of the procedure, but the patient's condition is ongoing.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient.(B)(4).